Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had their lead replaced on the day of the report. It was noted that the issue was resolved at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a con. It was reported that the patient's leads became dislodged, resulting in pain that felt like electrocution. That is what led to the replacement surgery. They stated that the reason for the lead dislodgement was unknown.